Event description:
It was reported that during a 3dimensions procedure on (B)(6) 2023 , the user started experiencing rotational issues in which the c-arm would move beyond the desired degree and come up with a 32:21 error. A field engineer examined the equipment and it was determined that the centre switch at the back of the c-arm needed to be replaced. The switch was replaced and the system met the manufacturer´s specifications. No injury to the patient or staff reported. No other information is available.